Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records have not been provided. Without a lot number a review of the manufacturing records could not be conducted. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2016 - the patient sustained serious injury from the implantation of the bard 3dmax mesh. The attorney alleges the device was defective at the time of use.

Manufacturer narrative:
Addendum to the previous report. This supplemental emdr is being sent due to additional information provided to davol by the patient's attorney. Additional information provided indicated a "large 3d max mesh" therefore based on best match the product identifier 0115311 was used for this file. The medical records provided also indicated the date of implant as (B)(6) 2016 as was originally reported. Per a letter provided from the attorney, it is alleged the patient underwent a revision procedure in (B)(6) 2017. No medical records were provided for this procedure. Without a lot number a review of the manufacturing records could not be conducted. The medical records provided consisted of the patient's implant perioperative report only. With the currently available information, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, this report will be updated. Updated fields.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney. On (B)(6) 2016 - the patient was diagnosed with a left inguinal hernia and umbilical hernia. The patient underwent a laparoscopic left inguinal hernia repair with implant of a "large 3d max mesh" and an open primary repair of the umbilical hernia. On (B)(6) 2017 - it was alleged the patient underwent an additional revision procedure. No medical records were provided for this procedure.